Event description:
In 2009, the pt underwent treatment for an aneurysm in the descending thoracic aorta. A bypass was performed from the left subclavian artery (lsa) to the left common carotid artery, and the gore tag thoracic endoprosthesis was placed with intentional coverage of the lsa. The procedure concluded with no complications, but that night the pt went into cardiopulmonary arrest and expired. No autopsy was performed, so the cause of death is unk.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that this lot met all pre-release specifications.